Manufacturer narrative:
The customer's complaint that the fully charged autopulse nxt battery (sn (B)(6) discharged after 15 minutes of use was confirmed through an archive data review, but not during functional testing. The autopulse nxt battery passed the functional testing and functioned as intended. The archive data review indicated that the battery was routinely partially drained and was not recharged. The archive indicated an interruption in the conditioning cycle during the charging attempt. The customer used the partially charged battery during the reported event, and it performed 17.25 minutes of compressions. Based on the archive data review, the likely root cause of the reported complaint was battery mismanagement and charging practices by the customer. Per autopulse nxt user guide: always charge a stored battery before placing the battery in active operation. Check the "battery status indicators". Do not use batteries that have not been charged for longer than a month without charging them first. During functional testing, the battery was successfully charged in a known-good nxt battery charger. Four steady green lights were lit after charging. The battery was tested on a known-good autopulse nxt platform and successfully powered it for 31 minutes.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt battery for investigation. A follow-up report will be provided upon completion of the investigation.

Event description:
During resuscitation of a 220 lbs. Male patient using the autopulse nxt platform with the fully charged autopulse nxt battery (sn (B)(6)), the battery discharged after 15 minutes of resuscitation. The customer replaced the battery, and the platform performed compressions for the rest of the call without issues. Per the customer, the nxt battery was charged 22 hours prior to use, and the status indicator on the battery showed four solid green bars when inserted into the nxt platform. No impact or consequences on the patient.